Event description:
A pump-pocket erosion was reported. The pump was replaced, "due to non-healing pump pocket". Drugs delivered via the device were morphine 2 mg/ml (1 mg/day) and bupivacaine 6 mg/ml (3 mg/ml). Following replacement the patient was noted as doing well.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2005, explanted" unk; catheter model" 8731sc, serail#: (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model: 8835, serial #: unk.